Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11 the device was returned to olympus for inspection and the reported failure "e315" was not confirmed, meanwhile, the reported failure "e216" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 (scope communication error) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e226 (scope communication error) occurs and due to damage on charged coupled device unit, e216(scope communication err) occurs. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Complaint event date is unknown and will be provided if received.

Event description:
It was reported the gastrointestinal videoscope had e216 and e315 error code. There were no reports of patient injury or harm.